Event description:
The customer reported via phone call that they received a button error alarm while attempting to program a bolus. The customer's blood glucose was 230 mg/dl. The customer reported the insulin pump may have been splashed with water prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.